Event description:
It was reported the asymptomatic patient presented in clinic for an unrelated procedure. It was noted the patient's right ventricular lead had externalized conductors. The lead was explanted and replaced without issue. The patient was stable throughout.